Manufacturer narrative:
Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that diagnostic testing revealed high impedance on multiple contacts of the lead. Surgical intervention occurred to address the issue. During the surgery, the lead was discovered to be twisted. As a result, the lead was explanted and replaced and the issue was resolved.